Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo joey was performed for the reported condition of; pump does not alarm when there is a blockage. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint could not be confirmed. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced and issue with an enteral feeding pump. The customer reports that the pump does not alarm when there is a blockage in the tubing or when the tubing is kinked. There was no patient harm or change in therapy.